Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous distal left posterior descending artery. After engaging the lesion with a 7fr convey lbu3.75 guide catheter and a 7fr guidezilla2 guide extension catheter, a 2.5x12mm balloon catheter was advanced for pre-dilatation. Then a 2.25x28mm synergy ii drug-eluting stent (des) was advanced for treatment. However, as the physician was pushing the device, the proximal shaft of the stent delivery system got snapped. The device was removed safely and the procedure was completed with another synergy des. No patient complications were reported.